Event description:
Outback catheter was advanced into right common iliac artery and upon removal from the body, the "nose cone" of the catheter engaged with a previously placed stent and broke off in the patient's vessel. FDA safety report ID#: (B)(4).